Event description:
The customer reported to olympus the video system center was not displaying an image. It was not specified during what type of device usage the event occurred. The olympus service business center representative provided technical support to address the issue. The issue was resolved with the olympus monitor. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.